Event description:
Consumer's original contact: 11/3/1997. Add'l info, obtained from telephone discussion with consumer on monday 6/8/98. Consumer is a 42 y/o physician who described having developed a serious allergic reaction after applying a band-aid brand adhesive bandage. Consumer described having a cut on her finger, she had been applying adhesive bandages to cut for about one week. Since she was out-of-town, she had been using adhesive bandages from a box in her purse. Upon returning from her trip, she got a band-aid box from her closet. She reported that she had consolidated several adhesive bandages from different boxes of adhesive bandages into one box. She applied a new band-aid to her finger one evening after washing dishes. Shortly thereafter she experienced swelling and itching at site of wound, an itchy throat, and palpitations. She identified this constellation as symptoms she associates with her allergy to latex, notified her husband (who is also a physician), took a benadryl capsule, and lay down. Her reaction subsided without residual effect. She had available, but did not feel need to use, an epi-pen. She is sure that adhesive bandage she applied was a band-aid made by johnson & johnson, but she was not certain which type of band-aid she had applied. She noted that she had consolidated several boxes of adhesive bandages and therefore she could not be sure if adhesive bandage she had applied was similar to other adhesive bandages in box. Based on info presented, it is believed that this individual experienced an immediate hypersensitivity reaction of anaphylactic type shortly after applying an adhesive bandage. Temporal relationship between application of bandage and her reaction is consistent with bandage application being precipitating event. Since pt was uncertain about actual product she applied, it is not possible to establish conclusively source of presumed latex reaction as being from adhesive on bandage or on its wrapper. However, it is noteworthy that none on adhesive bandages in box she returned to johnson & johnson consumer products company for evaluation use latex-containing adhesives on actual bandage, while all use a latex-containing adhesive on wrapper.